Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 11 inches from the pump housing. The remainder of the driveline and the bend relief collar were not returned. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus formation surrounding the inlet bearing cup. An additional thrombus formation was found adhered around the inlet bearing ball. The two thrombi appeared similar in color and structure, suggesting that they likely developed as one formation and broke apart upon disassembly. Both thrombus rings revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that the thrombi developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. A thrombus formation was also observed on the proximal-side of the rotor body partially occluding one of the rotor vanes. The areas of denaturation on the thrombus indicate that it was present in the pump while it was supporting the patient; however, the structure of the thrombus suggests that it did not originate on the rotor and initially developed in another location. Although its origin could not be conclusively determined, the thrombus showed a slightly curved shape and also appeared to show a color and texture similar to the inlet bearing thrombi, suggesting that it potentially originated in that location. Finally, examination of the proximal-side of the outlet stator revealed a very small tissue-like deposition situated adjacent to the outlet bearing ball and in contact with one stator blade. The deposition did not show any evidence of denaturation or lamination. Although its origin could not be conclusively determined, the deposition did not appear to have initially developed in the outlet stator. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. During the cleaning process, the outlet bearing cup became chipped. As a result of this damage, functional testing could not be performed on the returned pump. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet completed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient underwent a pump exchange for suspected device thrombosis. Per the implanting center, no further information would be provided.